Event description:
Customer states that she obtained results of lo and 298mg/dl on the same device within minutes. No adverse event reported and no treatment provided. No quality controls were used. Requested return of suspect device and replacement was sent.